Event description:
It was reported that soon after the existing pacemaker was upgraded to a cardiac resynchronization therapy-defibrillator (crt-d) device, there were noted short interval counts (sic) and short ventricle-ventricle (v-vs) which were not seen prior to the upgrade. It was also reported that there were no real time oversensing seen or noise with pocket manipulation or isometrics. It is unknown if there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that soon after the existing pacemaker was upgraded to a cardiac resynchronization therapy-defibrillator (crt-d) device, there were noted short interval counts (sic) and short ventricle-ventricle (v-vs) which were not seen prior to the upgrade. It was also reported that there were no real time oversensing seen or noise with pocket manipulation or isometrics. It is unknown if there was any intervention. The device remains in use. No patient complications have been reported as a result of this event. Follow-up revealed that there was no intervention and the patient is stable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku